Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
It was reported that after drilling, the screw broke during insertion. The tip of the screw remained in the pt's bone.